Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and throughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the silicone fastener retention tubing of an omnispan meniscal fasteners came off into the joint space; the silicone tubing easily retrieved from the body. The surgeon completed the procedures successfully without further issue or harm to the pt. Complaint devices were discarded at the user facility.